Event description:
It was reported on (B)(6) 2011 during the procedure error message 171 was rec'd at 180 watts from the laser sys. Per the customer, this error was able to be cleared. The customer reported the only way the procedure was continued was to keep lowering the wattage. No pt injury was reported.